Manufacturer narrative:
It was reported that angiojet ultra 5000a used in the procedure either had serial # (B)(6). D4: model number: either 45043 or 45038. D4: catalog number: either 45043 or 45038. D4: serial number: either (B)(6). D4: expiration date: either 12/09/2031 or 08/07/2025. D4: unique identifier (UDI) #: either (B)(4). H4: device manufacture date: either 09/13/2018 or 07/24/2015 device evaluated by MFR: there are two possible angiojet consoles that could have been used in this procedure; serial number (B)(6). Neither console was returned for evaluation. The field service engineer (fse) tested both angiojet consoles at the site of the customer. Field service engineer (fse) was unable to find anything wrong with the angiojet consoles. The systems passed all functional and electrical safety testing without any issue.

Event description:
It was reported that the patient experienced chest pain during the procedure. An angiojet avx catheter and an angiojet console were selected for a declot procedure in the left arm. During the procedure, the patient experienced chest pain. There was a significant amount of pain and the procedure had to be stopped. It was further reported that the case was for a graft or fistula in a hemodialysis patient.

Manufacturer narrative:
It was reported that angiojet ultra 5000a used in the procedure either had serial # (B)(4). Model number: either 45043 or 45038. Catalog number: either 45043 or 45038. Serial number: (B)(4). Expiration date: either 12/09/2031 or 08/07/2025. Unique identifier (UDI) #: (B)(4). Device manufacture date: either 09/13/2018 or 07/24/2015.

Event description:
It was reported that the patient experienced chest pain during the procedure. An angiojet avx catheter and an angiojet console were selected for a declot procedure in the left arm. During the procedure, the patient experienced chest pain. There was a significant amount of pain and the procedure had to be stopped. It was further reported that the case was for a graft or fistula in a hemodialysis patient.

Manufacturer narrative:
It was reported that angiojet ultra 5000a used in the procedure either had serial # (B)(4). Model number: either 45043 or 45038, catalog number: either 45043 or 45038, serial number: (B)(4), expiration date: either 12/09/2031 or 08/07/2025, unique identifier (UDI) #: (B)(4), device manufacture date: either 09/13/2018 or 07/24/2015.

Event description:
It was reported that the patient experienced chest pain during the procedure. An angiojet avx catheter and an angiojet console were selected for a declot procedure in the left arm. During the procedure, the patient experienced chest pain. There was a significant amount of pain and the procedure had to be stopped.